Event description:
The customer reported a leak coming from the flow cell area of the lh750 instrument. The volume of the leak was about 3-4 milliliters and was not contained within the instrument. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found worn tubing through pinch valve vl62. Pinch valve vl62 enables the aspiration of the sample from the mixing chambers. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).